Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that a component in the jaws was bent. The unit was actuated and the clips were fired off one at a time and conformed to all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although engineering was unable to replicate the incident, the customer's experience may be due to the damaged component which prevented the clip from aligning correctly. The damage is consistent with what is seen when excessive force is applied to the proximal end of the device. The applied medical instructions for use (IFU) warns "do not push with excessive force on the proximal end of the device." The IFU also states "prior to locating the jaws around the vessel or structure, partially close the clip applier trigger to load the clip in the jaws. Verify the clip has been properly positioned." Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of damage to reoccur. This lot was built prior to the implementation of these enhancements. This document represents our final report.

Event description:
Lap chole - "clip appied to the cystic artery and when the clip came together it seemed to be misaligned and upon completing the closure of the clip, the vessel was cut through by the clip."